Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during an atrial tachycardia/atrial fibrillation episode. The implantable pulse generator (ipg) was underreporting atrial tachycardia and atrial fibrillation episodes due to post mode switch overdrive pacing. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.